Manufacturer narrative:
Based on additional information received, from the physician. There is no complaint reported, for the left side. Hence, unreporting the previously reported event of lymphadenopathy.

Event description:
Based on additional information received, from the physician. There is no complaint reported for the left side. Hence, unreporting the previously reported event of lymphadenopathy.

Event description:
Healthcare professional reported, left side "axillary lymphadenopathy. Which is likely, due to silicone. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy & silicone migration.